Event description:
It was reported that a pico device was used on child's donor site located on the thigh. One week after the pico was removed from the donor site, there were clots/bleeding. Two weeks later, the donor site (wound) was infected.